Event description:
The customer reported the passport 2 monitor had an abrupt shut down and a non functional spo2 board. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacements of the main cpu board and spo2 board. The unit was tested to factory's specs. It functioned normally and was returned to use.